Event description:
The patient had a right axillary intra-aortic balloon pump catheter inserted on (B)(6) 2023. On (B)(6) 2023 frothy blood was noted in the sheath and poor flows were noted. She was taken to the operating room for replacement of the catheter, upon removal, the helium balloon was noted to be fractured.